Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection was reported between the heater line of the homechoice cassette and the heater bag, which resulted in leak and known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell five of five of peritoneal dialysis therapy. During the troubleshooting, it was reported that the connection to the heater bag was loose which lead to this alarm. There was no damage observed on the disposables. Proper procedures per the user manual were reviewed with the patient and assistance was given to end therapy. The patient would discard the supplies and notify the nurse regarding incomplete therapy and the alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.